Event description:
Physcian comment according to nurse report given to me over the phone: "the wire completely frayed on me and its all mangled up" this is a very experienced sion blue user who has never encountered difficulties with the wire in the past.